Manufacturer narrative:
The returned liberty cycler was visually inspected and there were no indications of fluid or dried fluid in the pneumatic tubing of the returned cycler. A simulated treatment test was performed and the cycler functioned properly. The mushroom heads were inspected and there were no abrasions or contact between the heads and their respective bores in the pump body. A system air leak test and valve actuation test was conducted and the cycler passed. Per the fmc pharmacovigilance physician: there was no report of device malfunction which could have lead to incomplete dialysis treatments and fluid overload. Pericardial effusions are not unusual in esrd patient, associated with uremia or underdialysis . Dialysis clearance I peritoneal dialysis are dependent on dialysis prescription. The device evaluation showed the device functioned as designed. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between march 21, 2011 to march 11, 2013.

Event description:
On (B)(6) 2012, the patient's peritoneal dialysis nurse called tech support requesting a replacement cycler because of drain issues. Patient reported not having nay alarms but the cycler did not sound right when pumping for a few days prior to the hospitalization event. On (B)(6) 2012, the patient was hospitalized with complaints of chest pain and shortness of breath. Patient was diagnosed with pericardial effusion and underwent a pericardial window procedure.